Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Patient or device's status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is a not conventional customer complaint. The information for this event was received on the replacement device implant data card. No surgeon information was provided to the registry.

Event description:
An event was reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Updates on device and patient's status are received from various sources and these are not conventional customer complaints. Reportedly, the annuloplasty ring was explanted after approximately 2 years and 8 months (32.47 months) and replaced by an edwards lifesciences mitral valve (model 6900p) due to unknown reasons. No further details were provided regarding the patient condition. There is no allegation of a product malfunction. The device will not be returned as it was discarded by the hospital.